Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked/detached end cap. Words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged and also had high blood glucose level of 549 mg/dl. The customer stated that the drive support cap was sticking out. The product was returned for analysis.